Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported event cannot be confirmed. The patient's mother stated that sensor insertion was attempted at the patient's arm. The dexcom g4® platinum (pediatric) continuous glucose monitoring system states: insert in the belly (front of body, option a) or the upper buttocks (back of body, option b). No other sensor insertion sites have been tested and we do not know how well the sensor will work in other sites. However, a root cause cannot be determined for the reported detached needle.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when attempting to insert the sensor wire at the patient's arm the needle detached from the sensor applicator and did not deploy. No additional event or patient information is available.